Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned impactor pad identified signs of repeated use (scratches and abrasions on the impact surface) and confirmed the reported event that the device had fractured into two pieces. All fractured pieces were returned; the impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Medical records were not provided. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Device has a potential field age of eleven years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from repeated use over time. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor pad fractured during surgery. When impacting the femoral provisional a small corner of the cr impactor pad broke off. A backup instrument tray was opened, and the surgery was completed uneventfully. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.